Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly overnight. The customer's blood glucose level was 267 mg/dl with trace ketones. The customer administered manual injections. The customer connected the pump to a power source to charge for 30 minutes and the pump turned on. The customer declined further troubleshooting with tandem technical support.